Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation posteriorly with good hemostasis at the end of the procedure') in an adult female patient who had essure (batch no. D06941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff underwent essure confirmation test". The patient's medical history included grand multiparity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleeding (general abnormal bleeding)"), pelvic pain ("pelvic pain female / chronic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract disorder ("urinary probs."), cystitis ("bladder infect"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect."), ovarian cyst ("cysts on ovaries") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, ovarian cyst and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, cystitis, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: if she had your essure removed, did any of the injuries or symptoms she claim resulted from essure decrease or resolve following essure removal? Yes. Most recent follow-up information incorporated above includes: on 14-dec-2020: pfs received lot number was added. Events " uterine perforation posteriorly with good hemostasis at the end of the procedure, plaintiff underwent essure confirmation test, abnormal bleeding (vaginal)" were added. Reporter information, medical history and patient demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation posteriorly with good hemostasis at the end of the procedure'), pelvic inflammatory disease ('infection (other) describe: fallopian tube') and device dislocation ('malposition of essure device location of device: extends anteriorly)to the margin of the sigmoid') in an adult female patient who had essure (batch no. D06941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included grand multiparity, asthma, migraine, head pressure, acute bronchitis, cough nonproductive, chest pressure, low back pain, leg pain, musculoskeletal pain, headache, bronchospasm, chest pain, weakness, weight loss, decreased appetite, lymphadenopathy inguinal, hemorrhagic cystitis, dysuria, frequency urinary, hematuria, sore throat, laryngitis, ear discomfort, vomiting, nausea, chills, appendicitis perforated, appendectomy, leukocytosis, peritonitis and d & c. Previously administered products included for an unreported indication: depo provera, promethazine, tessalon perks, zithromax, tylenol with codeine and ventolin. Concomitant products included azithromycin, budesonide (pulmicort), ciprofloxacin, metronidazole, paracetamol (tylenol) and salbutamol (albuterol). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)cycles were more painful"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain female / chronic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), ovarian cyst ("cysts on ovaries"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pain in extremity ("both legs pain"). In (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding (general abnormal bleeding)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract disorder ("urinary probs."), cystitis ("bladder infect"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect.") And urinary tract infection ("infection (bladder/urinary tract/vaginal)-type:recurrent uti"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, abdominal pain, metrorrhagia, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, ovarian cyst, dysmenorrhoea, pain in extremity and urinary tract infection outcome was unknown, the pelvic inflammatory disease had resolved and the pelvic pain, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: if she had your essure removed, did any of the injuries or symptoms she claim resulted from essure decrease or resolve following essure removal? Yes plaintiff did not undergo essure confirmation test.and also reported imaging test showed that implant was malpositioned. Plaintiff received treatment for pelvicpain, legs pain, dysmenorrhea, device dislocation, ovarian cysts, fallopian tube infection, recurrent uti diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: result not provided.. Batch no d06941, production date 2014-09-08, expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2021: plaintiff fact sheet received. Event outcome updated for vaginal bleeding, menorrhagia & fallopian tube infection. On 1-mar-2021: mr received. Reporter information, patient medical history, concomitant drugs added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation posteriorly with good hemostasis at the end of the procedure') in an adult female patient who had essure (batch no. D06941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff underwent essure confirmation test". The patient's medical history included grand multiparity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleeding (general abnormal bleeding)"), pelvic pain ("pelvic pain female / chronic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract disorder ("urinary probs."), cystitis ("bladder infect"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect."), ovarian cyst ("cysts on ovaries") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, ovarian cyst and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, cystitis, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: if she had your essure removed, did any of the injuries or symptoms she claim resulted from essure decrease or resolve following essure removal? Yes. Batch no d06941, production date 2014-09-08 , expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality safety evaluation of ptc: (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation posteriorly with good hemostasis at the end of the procedure'), pelvic inflammatory disease ('infection (other) describe: fallopian tube') and device dislocation ('malposition of essure device location of device: extends anteriorly)to the margin of the sigmoid') in an adult female patient who had essure (batch no. D06941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included grand multiparity, asthma and migraine. Previously administered products included for an unreported indication: depo provera. Concomitant products included budesonide (pulmicort), paracetamol (tylenol) and salbutamol (albuterol). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)cycles were more painful"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain female / chronic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), ovarian cyst ("cysts on ovaries"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pain in extremity ("both legs pain"). In (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding (general abnormal bleeding)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract disorder ("urinary probs."), cystitis ("bladder infect"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect.") And urinary tract infection ("infection (bladder/urinary tract/vaginal)-type:recurrent uti"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, abdominal pain, metrorrhagia, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, ovarian cyst, dysmenorrhoea, pain in extremity and urinary tract infection outcome was unknown, the pelvic inflammatory disease had resolved and the pelvic pain, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: if she had your essure removed, did any of the injuries or symptoms she claim resulted from essure decrease or resolve following essure removal? Yes plaintiff did not undergo essure confirmation test.and also reported imaging test showed that implant was malpositioned. Plaintiff received treatment for pelvicpain, legs pain, dysmenorrhea, device dislocation, ovarian cysts, fallopian tube infection, recurrent uti diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: result not provided. Batch no d06941, production date 2014-09-08, expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2021: plaintiff fact sheet received. Event outcome updated for vaginal bleeding, menorrhagia & fallopian tube infection. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation posteriorly with good hemostasis at the end of the procedure'), pelvic inflammatory disease ('infection (other) describe: fallopian tube') and device dislocation ('malposition of essure device location of device: extends anteriorly)to the margin of the sigmoid') in an adult female patient who had essure (batch no. D06941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included grand multiparity, asthma and migraine. Previously administered products included for an unreported indication: depo provera. Concomitant products included budesonide (pulmicort), paracetamol (tylenol) and salbutamol (albuterol). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)cycles were more painful"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain female / chronic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), ovarian cyst ("cysts on ovaries"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pain in extremity ("both legs pain"). In (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleeding (general abnormal bleeding)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract disorder ("urinary probs."), cystitis ("bladder infect"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect.") And urinary tract infection ("infection (bladder/urinary tract/vaginal)-type:recurrent uti"). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic inflammatory disease, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, ovarian cyst, vaginal haemorrhage, dysmenorrhoea, pain in extremity and urinary tract infection outcome was unknown. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: if she had your essure removed, did any of the injuries or symptoms she claim resulted from essure decrease or resolve following essure removal? Yes plaintiff did not undergo essure confirmation test.and also reported imaging test showed that implant was malpositioned. Plaintiff received treatment for pelvicpain, legs pain, dysmenorrhea, device dislocation, ovarian cysts, fallopian tube infection, recurrent uti batch no d06941 production date 2014-09-08 expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jan-2021: pfs received. Reporter information, concomitant drugs added. Events: infection (other) describe: fallopian tube, malposition of essure device location of device: extends anteriorly)to the margin of the sigmoid, dysmenorrhea (cramping), recurrent uti, legs pain added. Event onset date added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.